Event description:
A complaint was reported regarding formation of bubbles above the skin at the lead site and pain at the implant site. The surgeon decided to perform pocket revision. The patient's precision implant was replaced.